Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: lamps were used for more than 400 hours. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light source exhibited illumination. Lamp failure 400 or more hours. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.